Event description:
New information received notes that the lead was capped and replaced due to high pacing lead impedance and fracture. There were no issues.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the rv pacing lead impedance and rv capture thresholds have been increasing. The patient was scheduled to have a follow-up visit. Lead remains implanted. Patient in good condition.